Event description:
The customer reported that the images appeared subtracted adn were unusable. There is no pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The p3 camera pin on the interconnect cable was repaired. The system was then found to be operating as intended.